Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms in bipolar and unipolar configuration on the atrial channel. It was noted that the measurements have been high for a year. Sensing and threshold measurements are stable. No adverse patient effects were reported.